Event description:
Customer reported that the system locked up and displayed a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.